Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, a4, b4, b5, b7, d6a, g3, h2, h3, h6, h10. A2: date of birth: 1949. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Medical product: unknown persona femoral component catalog#ni, lot#ni; unknown persona tibial component catalog#ni, lot#ni. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02705.

Event description:
It was reported from an investigator initiated dutch persona study that a patient experienced poor flexion and extension six weeks post implantation. The measurement was f/e: 80/0/0. Medical intervention included starting the patient on a nsaid and continuing physiotherapy. The adverse event was resolved approximately seven weeks post onset. Products remain implanted. Attempts have been made and no further information has been provided.